Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. For the past occlusion alarms, the customer cleared the alarms without changing any pump supplies. The customer experienced an elevated blood glucose (bg) level of 600mg/dl and a manual injection was administered to address the bg level as the customer was unable to deliver a correction bolus due to the reoccurring occlusion alarms. A new cartridge was loaded and the pump performed as intended. Insulin deliveries were successfully resumed without an additional occlusion alarm occurring. Tandem technical support advised the customer to prevent abrupt temperature changes to the pump as the customer wears the pump against their skin.